Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure to treat lower extremity peripheral artery disease a medtronic balloon was used during pre-dilatation. It was reported that a dissection occurred. The event was treated with provisional stenting using a non-medtronic device.